Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred involving drawer 4, and a hardware failure requiring maintenance was indicated. The drawer did not open. Attempts were made to recover the storage space; however, pressing the keys did not initiate drawer opening, and the screen did not respond. When closing the drawer, the screen did not update unless the home button was pressed. A hardware failure icon was displayed. The entire drawer was not recognized as drawer 4. The station was rebooted; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: encompass health rehabilitation hospital of san angelo. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.